Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-38 that has a similar product distributed in the us, list number 2k91-29.

Event description:
The customer observed a falsely decreased ca19-9 result generated using the architect ca 19-9xr reagents. The following data was provided. Sid (B)(6) (tested (B)(6) 2017) 16.9 u/ml. The patient was being monitored for pancreatic cancer. Previous results for the patient were provided: sid (B)(6) (tested (B)(6) 2017) 143.6 u/ml sid (B)(6) (tested (B)(6) 2016) 8.1 u/ml. No impact to patient management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, a search for similar complaints, labeling review, and field data review. No adverse trend was identified for the customer issue. Labeling was reviewed and found to be adequate. The product was not returned. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. Evaluation indicated that the patient median results for this lot were within the established control limits and no unusual reagent lot performance was identified. A malfunction was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.